Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut r 29 mm, the valve dislodged after deployment. Subsequently, a second valve was implanted. The patient experienced a shock and subsequently died.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut r 29 mm, the valve dislodged after deployment. Subsequently, a second valve was implanted. The patient experienced a shock and subsequently died. Additional information was received that during the implant, no pre-implant balloon dilatation was performed. Per the physician, the cause of death was aortic dissection. The patient's shock experienced was cardiogenic shock due to cardiac arrest. Additional information was received to report the patient's native aortic valve was heavily calcified which added stress to the first evolut valve and resulted in dislodgement to the ascending aorta. During advancement of the delivery catheter system (dcs) with the loaded second valve, the first valved moved multiple times and resulted in an ascending aortic dissection with subsequent cardiac arrest. Cardiopulmonary resuscitation was initiated and performed for more than one hour. Afterward, the patient was prepared for open heart surgery to repair the aortic dissection. The patient was placed on cardiopulmonary bypass; however, the patient's heart did not respond to the bypass procedure. Subsequently, the patient's death was pronounced and a time of death was declared. Per the physician, the medtronic valves and the second medtronic dcs cannot be excluded as contributing factors to the aortic dissection and subsequent death.

Manufacturer narrative:
Updated data: h6. Additional codes. Product analysis: as the event reported an adverse event with a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. As the device remained in the patient at the time this investigation was completed, no return product analysis was able to be performed. The reported event is unconfirmed. A review of the device history records was performed. No potential manufacturing issues that may be related to this event were identified. The device met all manufacturing specifications upon release. A medical safety assessment was performed for this event. The excerpt of the medical safety subject matter expert (sme) review report follows: based on the sequence of events and medical expertise, the event of valve dislodgement (to the ascending aorta), requiring placement of a 2nd evolut r valve, is likely related to the device that could not seat well in the annulus likely due to significant aortic valve calcification as a contributing factor. The event of aortic dissection, leading to cardiogenic shock and initiation of life-saving measures, is likely related to the 2nd dcs crossing through the first evolut r valve causing the valve to "move" and likely resulting in the aortic dissection per site reporting. The event of death is likely related to complications from the aortic dissection. No additional technical assessments were performed. Conclusion: the valve instructions for use (IFU) lists dislodgement, death, cardiac arrest, dissection, and heart failure as potential risks associated with the treatment procedures. There is no identified inadequacy with the IFU in relation to this event. This event will continue to be monitored and trended. Based on the available information and investigation activities, it is unable to be determined if the medtronic device may have caused or contributed to this event. Therefore, it is unable to be determined if the event is related to the device. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of others. Dislodge events are typically not related to a device malfunction. The event of valve dislodgement (to the ascending aorta), requiring placement of a 2nd evolut r valve, is likely related to the device that could not seat well in the annulus likely due to significant aortic valve calcification as a contributing factor. Unfortunately, a relationship of the reported cardiac arrest to the device or procedure could not be determined and a conclusive cause could not be determined from the limited information available. Unfortunately, a relationship of the reported heart failure to the device or procedure could not be determined with the limited information available, though it is likely related to patient condition. The complaint investigation determined that this event is foreseen in risk management and is included in monitoring/trending. Vascular complications, such as dissection, can occur during any percutaneous intervention. These events are typically related to patient factors (tortuous anatomy, calcification, etc.), and/or procedural effects (sheath used, user technique, guidewire management, etc.). Unfortunately, this could not be confirmed by medtronic without a copy of the echocardiogram or imaging film for review, the failure mechanism of the device cannot be established, and the conclusive cause of the reported dissection cannot be determined. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Per the physician, the cause of death was aortic dissection. Medical safety review indicates the event of death is likely related to complications from the aortic dissection. It is unknown if an autopsy was performed and with valve remained implanted, a conclusive assessment of the relationship between the event and the device could not be reached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2 b5 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant, no pre-implant balloon dilatation was performed. Per the physician, the cause of death was aortic dissection. The patient's shock experienced was cardiogenic shock due to cardiac arrest.